Manufacturer narrative:
(B)(4). Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime, compromised force sensor system test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump alarmed as motor error and button error. Customer stated the drive support cap was normal. Customer was able to successfully cleared the alarm and completed insulin pump rewind also. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.